Manufacturer narrative:
The exact event date is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17087032 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, the savvy balloon catheter was ¿popped¿. There was no reported patient injury. The product will be returned for analysis. The device was used inside the patient. The malfunction was noticed after use. Product inventory is kept in the angio lab. The intended procedure was a sfa. The contrast to saline ratio was 50:50. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no difficulty crossing the lesion. The procedure was completed using a non-cordis balloon. The event date is unclear; however, it has been confirmed that the product was not used after its expiration date.

Manufacturer narrative:
Complaint conclusion: as reported, the 4x40mm 120cm savvy balloon catheter (bc) was ¿popped¿. The device was used inside the patient and the malfunction was noticed after use. The procedure was completed using a non-cordis balloon. There was no reported patient injury. Product inventory is kept in the angio lab. The intended procedure was a superficial femoral artery (sfa). The contrast to saline ratio was 50:50. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no difficulty crossing the lesion. The event date is unclear; however, it has been confirmed that the product was not used after its expiration date. A non-sterile pta savvy 4.00 x 4cm 120cm was received coiled inside of a clear plastic bag. The product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. The balloon was received with no inflated. No damages or anomalies were observed at the balloon or the rest of device. A functional test was performed. An inflator/deflator device was attached to the hub. The balloon leakage test was done applying pressure with the inflator/deflator device to reach the nominal pressure. The balloon did not inflate as expected due to a leakage. Sem results observed a leakage at the balloon¿s middle section. The balloon leakage was caused by a rupture on the balloon surface. The external surface of balloon presented evidence of scratch marks near the rupture, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface of the balloon did not presented any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17087032 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the rupture/leakage could not be determined during analysis. Based on the information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the rupture as evidenced by the scratch marks noted on the outer surface of the balloon during analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.